Event description:
It was reported that the patient presented to the hospital for a routine pulse generator replacement procedure. During the procedure, the right ventricular (rv) lead was found to have insulation damage. The rv lead was repaired and remained implanted. Lead parameters checked were normal before and after the procedure. The patient was stable throughout the procedure.